Event description:
It was reported that while implanting a variable angle plate during an elbow case that the head of a 2.7 metaphyseal screw popped off while being inserted in a 2-hole olecranon plate. While the screw was being inserted, material was being removed from the plate. The shaft of the screw remains in the patient. The sales consultant said that the surgeon is taking x-ray of the surgery and he will try to take picture of the screw implanted in patient. Patient status is unknown. (B)(4).

Manufacturer narrative:
Patient weight unknown. Additional product code: hrs. Not explanted. Without a lot number the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.